Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An administrator reported that an intraocular lens (iol) was explanted. Additional information was requested.